Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects noted during investigation.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) with ketones present of 1.5, while wearing the pod between 1 and 4 hours on the abdomen. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by activating a new pod and administering a manual insulin injection through a pen twice of 10 units each. The patient's blood glucose history is as follows: time: (B)(6) 2019 9:40am placed pod; bg (mmol/l): (mg/dl): 12:15pm, 22, 396; 12:20pm, 23, 414; 12:22pm, unknown reading; new pod 1:00pm, 22, 396 + manual injection; 1:30pm, 22, 396 + manual injection; 2:00pm, 19.8, 356.4.